Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.

Event description:
On 4/17/2023, it was reported by a sales representative via sems that the donor t-handle from an ar-1981-06s single use osteochondral autograft transfer system oats set autograft diameter 6 mm metal began to warp after it was inserted, and at the desired depth. The surgeon was able to remove the donor t-handle without breaking it. An ar-8981-06s small joint oats, donor t-handle was opened and used. The same thing happened; it warped, but during removal, it broke in the condyle. Then, the surgeon attempted to use an ar-1981-08s, oats size 8mm, and an ar-1981-10s oats, size 10 mm, but it would not harvest a plug. After an extended period of time, the surgeon was able to remove the broken metal with a clamp. The surgeon was able to use the plug out of the broken piece and completed the case successfully. This was discovered during an autograft oats transfer procedure. Additional information received on 4/18/2023: the case was delayed about forty-five minutes to an hour, and additional anesthesia was administered.